Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended.

Event description:
Customer reported the lift column will not go up or down. No patient injury was reported.